Event description:
It was called to report air bubbles in the reservoir. Troubleshooting was performed. Programmed a fixed prime test and the insulin exited. Ran a high pressure test and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.